Event description:
Technician was placing hematocrit tube in a seal when the tube cracked near the base of the hematocrit tube. Technician was pierced by the tube as it penetrated the glove and skin. Facility switched over to plastic hematocrit tubes, but a glass tube may have inadvertently used in place of the plastic tube.